Manufacturer narrative:
The device in question will not be returned to the manfuacturer for evaluation because the device remains implanted. Based on the information know at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.

Event description:
It was reported to boston scientific on 10/30/2006 an adverse event associated with an aneurysm embolization procedure. It was reported that "after implant of this product (one coil into the aneurysm), the doctor found thrombus in the blood vessel. Then the doctor used rtpa (recombinant tissue plasminogen activation). An hour later, the thrombus disappeared and the patient is fine." It was reported that there were no complications, that the procedure was completed with this device, and that the patient condition is ok.